Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the hospital due to the patient alert. During the follow-up it was noted that there was high lead impedance and no capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4)- the lead was returned in segments, analyzed and the proximal conductor was distorted fractured. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner/outer tubing was kinked/buckled, the outer tubing overlay was melted, there was an outer tubing overlay cosmetic environmental stress crack, and there was blood in/on the helix/lobe mechanism.